Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade ii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: b)(4).

Event description:
It was reported that a 71-year-old female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced breast implant rupture, and capsular contracture; baker grade ii on her right side. As a result, the patient underwent right side removal surgery on (B)(6) 2024.

Manufacturer narrative:
On may 21, 2024, the mentor failure analysis lab received the device for evaluation. On may 28, 2024, device evaluation was completed as follows: lot number under field d4 has been updated to 7544164. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time.   Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot-7503539). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 2, 2024, mentor became aware of the impacted device as follows and corresponding fields have been updated on this form: field d1 for brand name has been updated to "sm mpp gel 350cc"; field d4 for catalog number has been updated to "3503501bc"; field d4 for lot number has been updated to "7544164, 7503539"; field d4 for unique identifier( UDI) has been updated to (B)(6); field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2024, brand name has been correctly updated to "mentor memorygel breast implant". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 7544164: manufacturing date: february 7, 2018; expiration date: february 2, 2023. Lot number 7503539: manufacturing date: august 23, 2017; expiration date: august 22, 2022. Manufacturer¿s reference number: (B)(4).